Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on circuit board of scope connector a noise image occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the subject device displayed error e315, and the octagon area looked like a sandstorm. This was discovered during set up / inspection for use. There were no reports of patient harm.